Event description:
It was reported that during a routine pulse generator change out, the physician noted that the ventricular lead was abraded. The lead will be extracted at a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.